Manufacturer narrative:
The device was returned to the customer unrepaired, and the customer was informed to no longer use the device. The cause of the reported issue was isolated to the system pcb assembly. Further root cause could not be determined.

Event description:
A physio-control service technician reported that the customer's device was unable to complete its boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer¿s device and was able to verify the reported issue. The device was unable to be repaired. The customer was contacted concerning return of their unrepaired device.

Event description:
A physio-control service technician reported that the customer's device was unable to complete its boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.